Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but the information received does not suggest a problem with the device or the way it was used. Based on the information received, the root cause of the reported event was likely due to cessation of steroids. (B)(4).

Event description:
It was reported that following cataract plus trabecular micro bypass stent system, the patient presented with iop spike approximately one (1) week postoperatively. The patient was prescribed glaucoma medication (alphagan) and the iop decreased subsequently. Per report, the surgeon acknowledged that steroids cessation at day one (1) postop likely contributed to the iop spike. The stents were reportedly in good position following via gonio examination. Additional information has been requested.